Event description:
Customer reported that the patient was receiving an infusion via the kink resistant extension set that was screwed into a maxplus connector. The nurse went to unscrew the extension set and the end piece of the extension set broke off into the maxplus connector. There was no patient harm reported and medical intervention was not required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.